Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, a reporter for the patient contacted lifescan (lfs) alleging that the patient's onetouch ultra meter displayed inaccurately low readings compared to feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation. The reporter claimed that the meter started reading inaccurately between 8-9am on (B)(6) 2016, when the patient obtained alleged inaccurately low blood glucose results of "151, 151 and 151 mg/dl" on the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages her diabetes with oral medication, diet and/or exercise. The reporter denied that the patient had made any changes to her usual diabetes management following the start of the alleged issue. He also denied that the patient had developed any symptoms after obtaining the alleged inaccurate results. He claimed that between 9-10am on (B)(6) 2016, the patient was taken to the emergency room (ER) where she received treatment of 70 units of novolin 70/30 insulin from a healthcare professional. He reported that a blood glucose result of "301 mg/dl" was obtained on the ER/hospital meter between 10-11am on (B)(6) 2016. During troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure and the patient's test strips had been stored correctly. The reporter did not have control solution available to test the meter and test strips. Replacement products were sent to the patient. This complaint is being reported because the reporter claims the patient obtained inaccurate low readings on the subject meter, and reportedly received treatment from an hcp of that provided for hyperglycemia, after the alleged meter issue began.

Manufacturer narrative:
Follow up #1: the retain test strips failed the performance testing with blood for low bias at the 100mg/dl level. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up #3. The retain test strips have been further evaluated by lifescan product analysis with the following findings: although it was previously reported that the retain test strips failed performance testing with blood, the evaluation has concluded that the retain test strips passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2: device evaluation: the lay user/patients meter has been returned and further evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.